Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: "bd did not receive samples or photographs from the customer in support of this complaint. Therefore, (B)(4) retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. As all 20 tubes drew within specification. Bd was unable to confirm customer's indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2158818, medical device expiration date: 2023-10-31, device manufacture date: 2022-06-07. Medical device lot #: 2175172, medical device expiration date: 10/31/2023, device manufacture date: unknown 06/07/2023.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter. The customer stated: "I have a problem with the tubes ref: 368861 that you have delivered to us, lots 2158818 and 2175172. The tubes are not well evacuated and do not fill properly or at all for some. This is not the case for all of them but at the moment we are throwing away almost one in four", regarding your laboratory.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter. The customer stated: "I have a problem with the tubes ref: 368861 that you have delivered to us, lots 2158818 and 2175172. The tubes are not well evacuated and do not fill properly or at all for some. This is not the case for all of them but at the moment we are throwing away almost one in four", regarding your laboratory.tory.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from each lot of the bd inventory were functionally tested and the issue of underfill was not observed. As all tubes drew within specification. Bd was unable to confirm customer's indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.